Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger cord was frayed and broken where the cord went into the paddle and that the paddle part was starting to split apart. Patient stated the issue began probably about a week ago. Patient mentioned that the recharger was first giving them a little shock every now and then, but now the implant wouldn't charge at all. Patient confirmed that there was no damage to their skin. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, poor recharge quality message was observed. Recharger antenna was also observed frayed that the insulation is pulled too far out of rtm donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.